Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the device cannot pass the self-test. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a failure. Further investigation determined that capacitor failure caused the equipment to fail the self-test, but the customer decided not to repair the device. There was no maintenance carried out for the customer. The device remains at the customer site unrepaired. Based on the information available and the testing conducted, the cause of the reported problem was due to the capacitor. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer declined repair. The investigation concludes that no further action is required at this time.